Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior prolapse for a mitraclip procedure. A mitraclip was implanted successfully on the medial side of the posterior two leaflet prolapse. A second mitraclip was attempted to be placed on the lateral side of the posterior 2 leaflet prolapse. The clip passed the pre-deployment establish final arm angle testing. While unraveling the lock line, it was noted to be difficult. The locking was pulled 25cm when it became entangled within the cds handle. A knot was suspected to be present. The clip was inverted and removed from the patient. A new mitraclip was selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported lock line knot. The reported inability to remove the lock line was due to the reported knot.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior prolapse for a mitraclip procedure. A mitraclip was implanted successfully on the medial side of the posterior two leaflet prolapse. A second mitraclip was attempted to be placed on the lateral side of the posterior 2 leaflet prolapse. The clip passed the pre-deployment establish final arm angle testing. While unraveling the lock line, it was noted to be difficult. The locking was pulled 25cm when it became entangled within the cds handle. A knot was suspected to be present. The clip was inverted and removed from the patient. A new mitraclip was selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delay.